Event description:
It was reported that the patient underwent generator replacement. The explanted generator was discarded during the surgery; therefore, analysis cannot be performed.

Event description:
It was reported that the vns patient¿s perception of stimulation had changed and that the patient was experiencing an increase in seizures for the past few months. The patient experienced multiple complex partial seizures and generalized seizures on a daily basis. The physician speculated that the increase in seizures may be due to the patient¿s device nearing end of service. It was also noted that the barometric pressure in (B)(6) was bad and that it may have contributed to the patient¿s seizures. Diagnostic results showed normal device function at the time.